Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvwh10, (impl tapered scr-v ha 4.7 mm 4.5mm 10mm) for evaluation. Visual evaluation of the as returned device identified the implant with no signs or evidence of being placed in the patient's mouth. The implant has signs of being handle/manipulated by the customer. The alleged stuck bundle mount was not returned for evaluation, and the implant was identified as reported. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1287268. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1287268 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation is incorrect technique used during implant placement - customer error. Therefore, based on the available information, the implant malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H11: added manufacturer narrative.

Event description:
It was reported that the mount won't come off. After placement, the mount did not detach and was removed; the same product was reinserted. Procedure completed using another device, reinsertion performed using an identical product from inventory. Tooth site # 19.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number: k011028, k013227.